Event description:
It was reported the customer had a reservoir anomaly. Customer reported having trouble placing their reservoir inside their insulin pump. The customer also reported there were bubbles inside their reservoir. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.